Manufacturer narrative:
The customer contacted a customer care center (ccc) specialist. The ccc reviewed the data supplied. The ccc found reagent probe 1 and reagent probe 2 are not being used at the same rate. Liquid was found in the waste container. Reagent probe 2 is empty and reagent probe 1 is full. The customer found a failed delta check and performed a lookback. The customer requested a re-draw of patients. A review of the quality control (qc) data supplied showed affected assay qc was in range. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse found the base was overflowing. The cse cleaned the instrument. The cse uploaded firmware due to the luminometer assembly being replaced previously. The cse ran qc, which was in range. The cse ran patient samples, resulting in range. The cause of the discordant, falsely depressed cardiac troponin and discordant brain natriuretic peptide results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed cardiac troponin and discordant brain natriuretic peptide results were obtained on fourteen patient samples on an advia centaur cp instrument. The initial results were released to the physician(s). The customer found a failed delta check for troponin, which caused the customer to perform a lookback. The customer requested a re-draw for the troponin sample and tested the sample on an alternate advia centaur xp instrument, resulting higher. The customer tested new samples for brain natriuretic peptide on the alternate advia centaur xp instrument, resulting within the expected range for the patient. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cardiac troponin and discordant brain natriuretic peptide results.